Manufacturer narrative:
Visual evaluation: visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Device analysis performed, through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Patient reported, left side changed shape, palpable hardness. "Contraction" (grade unknown) and capsular thickening. "Recommended breast MRI, because there was a lesion (suspected to be capsular thickening) in the left bag". MRI found no abnormal enhancing nodule signal. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported left side changed shape, palpable hardness, "contraction" (grade unknown) and capsular thickening, "recommended breast MRI because there was a lesion (suspected to be capsular thickening) in the left bag", MRI found no abnormal enhancing nodule signal. The device was explanted.